Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was off by 2 minutes. Customer's blood glucose (bg) level was in the 400s mg/dl. A cartridge was changed and a correction bolus via the pump was delivered to address bg. Reportedly, the customer experienced a slight burning on their toes with elevated bg. Tandem technical support assisted the customer with correcting time.